Manufacturer narrative:
A partial lead with the connector pin measuring 13.9cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that externalized conductors were observed during patients device upgrade procedure. Patient was asymptomatic. No anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.